Manufacturer narrative:
The FDA is investigating this incident at airsep corporation. Airsep corporation will evaluate the device after the FDA completes their initial investigation.

Event description:
Woman died as a result of a fire in her residence while using an oxygen concentrator.